Manufacturer narrative:
Device problem code a0413 captures the reportable event of stent positioner material separation. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that, during a percutaneous nephrolithotomy procedure, using a tria ureteral stent, the stent became buckled multiple times over the guidewire. Additionally, the radiopaque marker of the pusher was separated and was floating around the kidney. The broken metal piece was retrieved with grasping forceps. Another of the same stent was used to complete the procedure. No further patient complications were reported. This report is one of the two complaints that pertain to the same event (MFR. # 2124215-2024-55156 and MFR. Report # .).